Manufacturer narrative:
Additional information: d9, h3 plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the gross visual examination of the sample, it was noted that there was a missing sleeve (guide sheave) and sign of blood and debris in the blood pump rotor compartment.. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The blood pump rotor functioned properly without any failures. The bloodline (tubing) was not damaged during the test. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the complaint was able to confirm the reported event.

Event description:
A biomedical technician (bmt) reported to technical support that a fresenius 2008t machine's blood pump rotor cut the dialysate blood pump tubing during a patient's hemodialysis (hd) treatment. The bmt stated that he replaced the blood pump module to resolve the reported issue. The machine has been returned to service, and the faulty part [blood pump module] will be sent to the manufacturer for evaluation. Follow up with the patient care technician (pct) revealed that the fresenius 2008t hemodialysis machine alarmed appropriately with ¿air in line¿. They use fresenius bloodlines and fresenius dialyzers as well. The patient¿s ebl was approximately 100ml.the patient was moved to a different machine to complete the treatment and did not experience any adverse effects or require medical intervention.

Event description:
A biomedical technician (bmt) reported to technical support that a fresenius 2008t machine's blood pump rotor cut the dialysate blood pump tubing during a patient's hemodialysis (hd) treatment. The bmt stated that he replaced the blood pump module to resolve the reported issue. The machine has been returned to service, and the faulty part [blood pump module] will be sent to the manufacturer for evaluation. Follow up with the patient care technician (pct) revealed that the fresenius 2008t hemodialysis machine alarmed appropriately with ¿air in line¿. They use fresenius bloodlines and fresenius dialyzers as well. The patient¿s ebl was approximately 100ml.the patient was moved to a different machine to complete the treatment and did not experience any adverse effects or require medical intervention.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.